Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that either electrode pairs 2/3 or 3/4 were greater than 10,000 ohms and out of range; the manufacturer representative was unable to test impedances at a higher voltage. The patient had a lead revision on (B)(6) 2016; the healthcare professional electively replaced a lead that had not been used for a long time. Impedances tested fine during the procedure, but 2 of the electrodes were out of range, post-operatively. It was further reported that the patient was being programmed on electrode 0 & 1 or 7 & 8, the manufacturer representative was unsure. The consumer reported that the patient now had to charge the implantable neurostimulator (ins) every 2 days compared to charging every 2 weeks in the past. The manufacturer representative was to meet with the patient on (B)(6) 2016 to check impedances. The manufacturer representative was advised to check impedances at the highest voltage tolerable per the patient and use various electrodes as reference to see whether there was a common electrode that might be draining the ins battery. Another consideration for battery drain was that the patient was now using 2 leads rather than one, since the revision. It was also suggested that the manufacturer representative check the patient's recharging data to confirm recharge and usage statistics to see whether the patient was truly recharging more. Consideration for imaging was reviewed. Additional information received from the manufacturer representative reported that the patient was charging every 1.4 days per clinician programmer data; this was different than before as the patient was charging every 7-8 days. It was noted that the patient was recently programmed / switched to a new group. Interrogation with the ins and running therapy impedance indicated the patient was programmed to 2 programs: one anode, one cathode, 2.8v, 1000us, 549 ohms, 100hz; 2 anode, 2 cathode, 1000us, 5.3v ,522 ohms; 24/7 use = 2.05 / 1.63 days. It was reviewed that that the change in programming after the revision created a change in recharge frequency. Ways to decrease programming were reviewed, such as lowering pulse width and rate, to address frequent recharging. It was also reported that the patient had open circuits involving electrodes 2 and 3 that were found after the (B)(6) 2016 revision [see manufacturer's report #3004209178-2016-13622 regarding the (B)(6) 2016 lead revision]. They programmed around these pairs during a clinic visit in (B)(6) 2016 because it was thought that the opens were impacting recharging frequency. It was clarified that impedances were all within the normal range during the (B)(6) 2016 revision and the opens were discovered at (B)(6) 2016 follow up appointment. The manufacturer representative planned to take a look at the patient's programming. There were no reported patient symptoms. The patient's indications for use included failed back surgery syndrome and spinal pain.

Event description:
Additional information from the manufacturing representative reported that they did a diagnostic test to see whether the patient's intervals were normal based on their settings. They were within the normal range, so the patient was aware there was not an issue with their changing intervals. The rep stated that the patient does not have any further complaints at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.